Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump was received with light moisture damage to the interface board. No traces of moisture were noted at the motor assemblies. The pump was received with minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported exposing the insulin pump to steam. Customer's blood glucose was 20 mmol/l. The customer reported steam was present inside the insulin pump. Customer also reported the button was not working on the insulin pump. The customer also reported a button error alarm occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.